Manufacturer narrative:
(B)(4).

Event description:
It was reported that the mobile app disappeared from the phone occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.